Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2020 after feeling a vibratory alert sometime on (B)(6) 2020 to (B)(6) 2020. Review of the device transmissions revealed that the patient's right ventricular lead exhibited a within range increase in pacing impedance values. Programming changes were made on (B)(6) 2020. At a later date, the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the lead continued to exhibit increasing pacing impedance values. Fluoroscopy imaging was performed and externalized conductors were observed. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.